Event description:
The physician selected a short 8mm x 20mm iliac wallstent for a focal lesion. When the stent was implanted, it measured 45 millimeters in length in a 7.5 - 8 millimeter wide vessel. Radiographs were examined by the co's medical director, concluding that the stent appears to be an 8mm x 40mm or a 10mm x 20mm. The traceability control records were reviewed for this specific lot number and sample devices checked with no discrepancies. There were no stents of this size mfg or packaged on the same day as this lot number. Co believes that the stent was not mis-labeled and that the error did not occur at schneider. Co has been unable to determine how or when this incident occurred.